Manufacturer narrative:
(B)(4). (UDI): n/a. Concomitant medical products: catalog #: 42500006202, femur cemented posterior stabilized, lot # 62707435. Catalog #: 42532006402, tibia cemented 5 degree stemmed, lot # 62647450. Report source: (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as it remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event; please see associated reports: 3007963827-2019-00052, 0001822565-2019-00752.

Event description:
It was reported that the patient was experiencing pain 4 year post op. This was resolved with physiotherapy about 3 month later.

Manufacturer narrative:
(B)(4). Reported event was unable to be confirmed due to limited information received from the customer. X-rays were assessed by the physician with no issues noted. Device history record was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Reported event remained not confirmed as further x-rays were received with no significant findings. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was further reported that the patient was seen at their 5 year clinical visit approximately 7 months ago and is still experiencing pain. They were referred again for physical therapy. No revision. No additional information available.